Event description:
It was reported that the patient had his device turned off since (B)(6) 2010 because it was shocking him and causing him to drop things. He was admitted to the hosp (details not provided) but was seen in the physician's office today for reprogramming. When lead 1 was turned on, his left leg started jerking even through he did not feel stimulation. Impedance measurements were normal except for electrode 7. When the stimulation was moved to lead 2 he was able to get the coverage in the areas needed. He was reprogrammed using lead 2 and was happy with the coverage obtained with no shocking noted.

Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."